Event description:
False negative result(s). User stated that they and their family used 5 ff kits and all tested negative. The user then tested themselves several hours later with a binax test kit and received a positive result. All testing was performed on (B)(6) 2022.

Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr.